Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient felt heat and heard noise from the implantable cardioverter defibrillator (ICD). Upon interrogation, it appeared that the device was working as expected. The patient was sent to the emergency department for further testing. No patient complications have been reported as a result of this event.